Event description:
It was reported that the asymptomatic patient had presented for follow-up. The patients last device check was in 2010. Interrogation of the pulse generator showed that the device to be in backup mode. The device could not be restored due to the low battery voltage and the physician planned to have the device explanted and replaced on a future date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.